Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that two cartridges had leaked, and with the second cartridge the patient was unable to get insulin to fill the tubing. During investigation, it was determined that the patient was not measuring the amount of insulin being added and reported filling the cartridge with at least 200 ml of insulin each time until the stopper reached the bottom. The patient was educated that it is imperative to measure the insulin volume and that it should not exceed 180 ml. The patient stated a belief that the issue was related to the device but agreed to perform a supply change and call back if the issue persisted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.